Manufacturer narrative:
The reported event was confirmed manufacturing related. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley catheter attached to drainage bag. Visual inspection noted balloon burst measuring 0.4280in. A device history review, risk review and labeling review are not required since the event is related to a corrective and prevention action (CAPA) document. The reported issue was confirmed as the failure aligns with a deeper investigation being performed by our quality department. The root cause was identified as silicone balloon molding pin configuration when removing the balloon from the mold. Additionally, a contributor factor was identified - inspection method: the inspection method is visual and relies on the operator¿s judgment to identify any leakage in the catheter balloon during the inflation/deflation inspection test at 100% final inspection. Corrections made to tab(s) d, f, h the initial reporter's fax number: (B)(6). This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon catheter was spontaneously dislodged after insertion due to the foley catheter balloon had ruptured.

Manufacturer narrative:
The initial reporter's fax number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon catheter was spontaneously dislodged after insertion due to the foley catheter balloon had ruptured.